Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy dates are estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-30891. It was reported patients controller displayed ¿MRI is not advised¿. Troubleshooting was unable to resolve the issue. Diagnostics revealed that there were impedances issues. One lead addressed high and the other showed low impedances due to which ipg was unable to be placed into MRI mode. To address the issue patient underwent surgical intervention wherein the leads were replaced and effective therapy was restored.